Manufacturer narrative:
We checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction channel. In addition, we confirmed that the operation channel buckled, the warning/caution label missing, the balloon feeder/return tube deformed, the light guide cable dented, the insertion flexible tube (ift) stuck accessory on and the exterior; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.